Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
They reported that the alarm had gone off several times over the past two days, the patient had an axillary balloon, they had utilized the help screen. Esp person explained the nature of the alarm and based on the information they gave him regarding the patient's hemodynamics and clinical picture, the alarm was possibly caused by miscellaneous changes to intrathoracic pressure caused by mobility.